Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, some product shavings flaked off into the patient's cavity. The surgeon used another instrument to complete the procedure. The hospital has reported to no patient injury occurred.